Event description:
Volutrol filled to 100cc (drip rate 45 cc/hr volume to be administered 100cc). 1 hour volutrol had 70cc, imed pump shows 41cc. Pump and tubing removed, pump sent to biomed. Dr notified, no action taken. Pt had increased number of contractions but no negative outcome. Contractions decreased after 1 hour on medication.